Event description:
Pt underwent cataract surgery on 3/5/98, and implantation of a staar model aa-4203vf intraocular lens in the right eye. The surgeon inserted the lens and the capsular bag tore. The tear was not noticed prior to lens insertion. The lens was removed a partial vitrectomy was done and the surgeon implanted another lens in the sulcus.